Event description:
The customer reported prior to use on a patient, the iabp generated an "electrical test failure code #51" (adjusted motor speed out of specification). No patient injury was reported.

Manufacturer narrative:
The company representative observed the failure and replaced the motor controller pc board (p/n: 0671-00-0004). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).